Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23 mm trifecta valve was implanted. On (B)(6) 2016, the patient was diagnosed with (B)(6) infection with paravalvular abscess which was successfully treated with antibiotics. On (B)(6) 2016, the patient was diagnosed with (B)(6) of the trifecta valve. On (B)(6) 2016, the valve was explanted and replaced with a 23 mm carpentier-edwards perimount valve; the patient was also treated with CABG. The patient was discharged on (B)(6) 2016. (Clinical study patient ID: (B)(4).